Manufacturer narrative:
Correction: please note that (B)(4) no longer applies to this report. Additionally, some manufacturer contact information captured in sections MFR site has been updated at this time. Device evaluation: analysis of the lead performed using known good lab stylets. All four types of stylets were tested in the returned lead for any anomalies that might occur during insertion and withdrawal; all four different types of stylets inserted and withdrew from the returned lead with no issues observed. The actual stylets used in the field when the issue occurred were not returned. There were no mechanical or electrical anomalies identified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that when attempting to replace the green-blue stylet with a white-blue stylet that the stylet could not be advanced completely due to resistance. It was further reported that when inserting the white-blue stylet was attempted that the ¿tip was deflected a bit and the stylet was then inserted.¿ the white-blue stylet had ¿failed to insert once.¿ the hcp considered that possibly the lead¿s internal diameter had an anomaly or was damaged while the stylet was inserted. A replacement lead was opened at that time and the white-blue stylet was inserted and used in that lead with no issues experienced inserting the white-blue stylet into the lead. The issue with the original lead remained unresolved at the time of report; the lead was not implanted as a result of the event. There were no surgical interventions planned or performed and the patient was alive with no injury at the time of report. It was noted the hcp considered the event severity to be ¿not severe.¿ the patient¿s indication for use was intractable pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.